Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. Lead was capped and replaced.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 18.3-21.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.